Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced lead migration of the t12 lead. Migration was confirmed with x-rays. Surgery occurred on (B)(6) 2018 and the t12 lead was explanted. The patient is reporting effective stimulation post operatively.